Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range shock impedance measurements greater than 125 ohms. This lead remains in service. No adverse patient effects were reported.